Event description:
Related manufacturer reference number: 1627487-2019-07792, 1627487-2019-07793, 1627487-2019-07794. It was reported that the patient underwent a lead revision due to ineffective stimulation. The leads were successfully repositioned, then the physician inadvertently cut all four leads. The physician then replaced four leads and upon closing, a lead pulled into the epidural space, however the patient was still able to receive effective therapy. The procedure lasted a total of 5 hours.